Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions) h10. Additional contact information: ((B)(6).) A getinge field service engineer (fse) stated per customer, pump shutdown. Unit not pushed all the way into the cart. Battery was not charging. Reinserted unit into cart. Batteries fully charged. Unit passed all functionality and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no patient harm reported.